Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-02074 and 1627487-2012-02087. It was reported, the patient experiences warming while using her scs system and has more pain than normal while charging. She stated, she had extreme redness at the implant site and experiences numbness in her leg and feet during charging. She stated, the charger is extremely hot to the skin even when using the antenna pouch. It was also reported, the patient no longer felt effective stimulation. She stated, she still feels stimulation but it no longer provides adequate coverage. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
The ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.